Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer understood and acknowledged.